Event description:
It was reported that as a pt was removed from the ambulance, the cot legs allegedly gave way and allowed the cot to drop. The pt was examined by the hosp ER and released no further into has been disclosed regarding pt condition.